Event description:
It was reported by the patient that they underwent an emergency battery replacement. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958, lead, (B)(6) 2007; 5076-52, lead, (B)(6) 2002; 419388, lead, (B)(6) 2007. (B)(4).